Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. An event history log (ehl) confirmed the reported 'infusion error' as a uso sensor failure low (system error (se) 21515). During functional testing, the se could not be reproduced. A service history review was performed and revealed that the device has no previous service events within the past 12 months; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified as a se. The cause of the se could not be determined. Se 21515 occurs when the sensing system is impaired and the error is designed to give the user a warning that the pump might not be able to detect an upstream occlusion. This is a non-halting error and will not stop an infusion; therefore, this is unlikely to result in a death or serious injury. The occurrence of this se does not mean that an undetected occlusion is present at the time of the alarm. When this alarm condition occurs, the user may decide to stop an infusion and obtain a new pump. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump had an unspecified infusion error during infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.